Event description:
No further information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4,b5,d2,g1,g3,g6,h1,h2,h6 the cmp was confirmed - visual examination of the provided pictures identified an explanted bearing covered in bio debris. The explanted device was fractured, the post had fractured off. No device was returned therefore no further evaluations can be made. - review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. - insufficient information provided. Unable to perform a compatibility check. - complaint history review cannot be performed without product identification. - radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: single lateral view of the right knee shows postoperative changes of total knee arthroplasty with cemented tibial component nexgen trabecular metal tibial tray and non cemented cr-flex fixed bearing femoral component. There is approximately 2.5 cm of posterior subluxation of the tibia in relation to the femur resulting in incongruent articulation, new from initial study. Trace joint effusion is noted. Of note, typically an MRI or CT would be necessary to assess for liner post fracture, however the degree of new tibial subluxation is suspicious for post fracture. - a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient had a revision surgery approximately 15 years post implantation due to symptoms of instability and also had a large bump on the lateral aspect of the knee. The nexgen liner had broken off. For the revision surgery they removed the broken nexgen liner and replaced with a new nexgen liner. Attempts have been made and no further information has been provided.